Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the abbott diabetes care (adc) device. A customer reported receiving an unspecified low scan on the sensor but they did not experienced any symptoms. The emergency services were called and upon arrival, glucose reading of 500 mg/dl was obtained and insulin (type/dose unknown) was administered for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.